Event description:
On 1/12/1999 a dentist called and reported, when he was light curing a dental filling by using espe's elipar highlight, a little glass splinter from the fiber rod broke off and fell into the pt's mouth. The splinter could be removed out of the mouth by forceps without any adverse outcome for the pt.